Manufacturer narrative:
Approximate age of device ¿ 2 years, 9 months and 26 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital on (B)(6) 2018 with an increased lactate dehydrogenase (ldh) level of 1,040 u/l and inr of 3.5. An echocardiogram (echo) was completed on (B)(6) 2018 that showed some moderate aortic insufficiency (ai) and mitral regurgitation (mr). Otherwise, the patient looked stable. A CT chest performed on (B)(6) 2018 was negative for any abnormalities. The vad functioned appropriately, and there were no abnormal vad parameters noted during this time. The patient¿s heartmate ii pump was exchanged on (B)(6) 2018 with an hvad pump from another manufacturer due to the elevated ldh and possible pump thrombus. Additional information was requested but has not been received.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer investigation conclusion: the report of suspected thrombus and a specific cause for the reported elevated ldh (lactate dehydrogenase) and aortic insufficiency cannot be confirmed through the evaluation of (B)(4). The pump was returned with the driveline cut approximately 1¿ from the pump housing and the severed portion of driveline was not returned. The sealed inflow conduit was returned unattached from the pump inlet port. The sealed outflow graft, with the outflow graft bend relief and bend relief collar, was returned attached to the outflow elbow. The outflow elbow was returned unattached from the pump outlet port. Upon disassembly of the returned pump, examination of the lumen of the inlet tube revealed a normal biological lining adhered to the proximal opening. The deposition did not appear to occlude to the blood pathway. Further examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The hmii lvas IFU lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications. This document also outlines indications of pump thrombosis as well as how to respond to such events. The IFU warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. The IFU also warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 06aug2015. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Hemolysis and thrombus are listed in the IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled "pump performance monitoring" outlines indications of pump thrombosis as well as how to respond to such events. Section 6 of the IFU entitled "patient care and management" contains a section (pg. 6-9) that outlines anticoagulation therapies and recommended inr levels. Section 5 "surgical procedures" warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section of the IFU also warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's aortic valve was replaced with a bioprosthetic aortic valve during the procedure for the pump exchange due to moderate aortic insufficiency.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus and a specific cause for the reported elevated ldh, aortic insufficiency and pump malposition, cannot be confirmed through the evaluation of (B)(4). The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the pump exchange it was noted that the pump was misaligned.

Manufacturer narrative:
The report of suspected thrombus and a specific cause for the reported elevated ldh cannot be confirmed through the evaluation of the returned device. The pump was returned with the driveline cut approximately 1¿ from the pump housing and the severed portion of driveline was not returned. The sealed inflow conduit was returned unattached from the pump inlet port. The sealed outflow graft, with the outflow graft bend relief and bend relief collar, was returned attached to the outflow elbow. The outflow elbow was returned unattached from the pump outlet port. Upon disassembly of the returned pump, examination of the lumen of the inlet tube revealed a normal biological lining adhered to the proximal opening. The deposition did not appear to occlude to the blood pathway. Further examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Hemolysis and thrombus are listed in the IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled "pump performance monitoring" outlines indications of pump thrombosis as well as how to respond to such events. The IFU also outlines anticoagulation therapies and recommended inr levels. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.